Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term intestinal depression/damage not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was put on a ventilator due to pneumonia. The patient has also lost the coughing reflex and has had a disturbance in bowel function. The physician reporting the issue is wondering if the symptoms are related to vns therapy or damage to the vagus nerve. No other relevant information has been received to date.

Event description:
The patient's physician later reported that the device was temporarily disabled to determine if the cough inhibition or bowel function disturbance was caused by vns stimulation. The operative report from the patient's implant surgery does not note any issues with the patient's vagus nerve. The patient's lack of coughing occurred when the current was raised. The patient has experienced diarrhea and is not on any medications. No other relevant information has been received to date.

Manufacturer narrative:
B5: corrected event description, initial report: inadvertently left out part of event regarding device disablement. F10: corrected health effect - impact code, initial report: inadvertently left out f2304 coding.